Event description:
It was reported that the patient's right atrial (ra) lead had automatic mode switch (ams) episodes from noise over-sensing and p-wave amplitude variation. The clinic will continue to monitor the patient. No intervention or patient condition was reported.

Event description:
New information received notes that the patient was in stable condition.